Manufacturer narrative:
Product event summary: the device was not returned for analysis, however performance data collected from the device was received and analyzed. Analysis of the device memory indicated that diagnostic data was missing/invalid. A stuck reedswitch is suspected.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was in an atrial arrhythmia, but no diagnostic data or lead/battery measurements were being updated as expected. It was determined that the reed switch was stuck in the "closed" position. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.